Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited a high pacing impedance and increased pacing thresholds since the ICD and lead were implanted. Further testing was performed, and the defibrillation functions and impedances were fine. The physician elected to let the system remain as is, without any invasive testing, at this time.